Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that an imaging of the rsca after the device was removed showed and unclear area. Thrombus was noted and a fogarty catheter was used to remove the thrombus. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation and no data logs were provided for analysis. It was reported that the clot was noted in the patient's rsca after the impella device was removed. The root cause of the clot and its relation to the impella device was determined to be unknown. It was later reported that the patient experienced an ischemic cerebrovascular event on (B)(6) 2021 and that there was a possibility that the stroke occurred at the time of the impella device's removal. It was previously reported that the impella device was explanted on (B)(6) 2021. The root cause of the cva was determined to be unrelated to the impella device.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrected information provided in b5 and h6.

Event description:
It was reported that imaging of the rsca, after removal of the impella 5.0, revealed an unclear area, suggesting dissociation or thrombus. When fogarty catheterization was performed, the thrombus was removed, after which there was no difference between the abp of the left and right sides. It was reported that there was no hazard to the patient; however, the event was reported to be related to the impella device. Additional information stated that the patient's condition was stable at the time of the pump's removal. The blood clot was removed by fogarty catheterization. It was later reported that the patient experienced an ischemic cerebrovascular event on (B)(6) 2021. It was unknown if the stroke was related to the impella device. It was reported that there was a possibility that the stroke occurred at the time of the impella device's removal. It was previously reported that the impella device was explanted on (B)(6) 2021.